Event description:
Additional information was received stating that the surgery was completed after switching to another ped. The cause of the event was determined to be damage to the tip, which prevented it from opening. No issues were reported with the phenom 27 catheter, as the second stent was also deployed successfully using the same catheter. There was no twisting of the pipeline. The section of the pipeline that did not open was the distal end. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or devices were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was planned to deploy the stent in the middle cerebral artery and then retract it, but the stent tip could not be opened in the middle cerebral artery. After one attempt to retrieve it, the entire system was withdrawn to the distal end of the internal carotid artery, but the stent tip still could not be opened. Under fluoroscopy, the stent tip appeared x-shaped. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left c6 segment aneurysm with a max diameter of 6mm and a 4mm neck diameter. Landing zone: distal: 3.8mm and proximal: 4.5mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed a left c6 segment aneurysm. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag and inside a shipping box. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire was found detached at the proximal weld. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline had not been placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The damage seen on the braid (fraying) and pusher wire (detached at the proximal weld) suggests that high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex device through the phenom 27 catheter against resistance. Possible causes of resistance include a lack of continuous heparinized saline flush. However, the cause of the resistance could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.